Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 32/dl and was treated with glucose. Trouble shooting was conducted. Device is being returned. No further information available.